Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented an irrigation issue and a difficult to undeploy. Catheter tested prior to procedure and performed as expected in the left sided veins. Upon undeployment to recapture in sheath to progress to right sided veins the catheter did not appear to completely undeploy despite the deployment slider being unable to undeploy any further. The catheter was able to be re-sheathed and was able to be deployed to both basket and flower in the next vein however it was noted a similar issue upon undeployment that it was not fully collapsed. In addition, it was noted that the catheter irrigation was no longer running freely. Catheter removed from body, no flush was achieved with continuous flush line or manual flush from a syringe to the flush lumen, with or without the wire. Catheter replaced and procedure successfully completed without issue. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device had some resistance when deployed to basket and flower position; however, catheter was not able to undeployed when moving the slider switch back to its original position. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The catheter was dissected for further inspection. It was observed that there was an accumulation of corrugated below in the distal section of the catheter tip, constricting the guidewire lumen. The device passed all test performed, showing no evidence of the reported failure of difficult to irrigate. The catheter was not able to undeployed and it was revealed there was an accumulation of corrugated below in the distal section of the catheter tip.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented an irrigation issue and a difficult to undeploy. Catheter tested prior to procedure and performed as expected in the left sided veins. Upon undeployment to recapture in sheath to progress to right sided veins the catheter did not appear to completely undeploy despite the deployment slider being unable to undeploy any further. The catheter was able to be re-sheathed and was able to be deployed to both basket and flower in the next vein however it was noted a similar issue upon undeployment that it was not fully collapsed. In addition, it was noted that the catheter irrigation was no longer running freely. Catheter removed from body, no flush was achieved with continuous flush line or manual flush from a syringe to the flush lumen, with or without the wire. Catheter replaced and procedure successfully completed without issue. The device is expected to be returned.